Event description:
Sorin group received a report that the readings of the s3 bubble detector are intermittent during use. Ut was also reported that there is a small tear in the sheath of the cable. There was no report of patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Due to an internal miscommunication, this report is being filed late. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.